Event description:
It was reported that patient underwent a left hip revision after an unknown amount of time post implantation due to sustaining a periprosthetic fracture after falling. The stem and head components were removed and replace. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of radiographs reviewed by a third party hcp noting mild radiolucency along the superior aspect of the cup. The cup is small in size compared to the femoral head. Mild radiolucency noted along the femoral stem along with an oblique fracture involving the lateral cortex of the proximal femur. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unk cup-unknown, unknown-unk liner-unknown, unknown-unk head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05124. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. X-rays taken on unknown date noted oblique fracture involving the lateral cortex of the proximal femoral diaphysis at the level of the tip of the femoral stem. Radiolucency was also is noted along the superior aspect of the acetabular cup and along the femoral stem. No additional information is available at this time.